Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete patient setup, adjust belt or check belt messages) has been confirmed. Upon investigation the electrode belt failed a functional ECG fall-off test. The cause for the setup failure, reported messages, and test failure was isolated to a damaged r5 resistor in ECG d. The resistor was broken from the pca. The root cause for the damaged resistor was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the belt was unable to complete the patient setup and was producing adjust belt or check belt messages.